Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the provider who stated that the hand grip detached during use and caused the end user to fall. The end user was evaluated by ambulance personnel, and no serious injuries were found. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.